Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, the needle and the thread were disengaged inside the packaging. The procedure was completed with another device. There was no patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one suture and one needle attached. Around fifteen inches of suture remained attached to the needle. The suture was returned broken. Unfortunately, as no sealed samples were returned, a tensile strength and needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of broken suture that has no relationship to the reported condition. A definitive root cause of the broken suture could not be reliably determined. If information is provided in the future, a supplemental report will be issued.